Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced and the system performed as intended. Codes b01, c08, and d02 are applicable to this analysis. H3, h6: the camera was returned to medtronic for analysis. Testing revealed that the camera had no physical damage. A check of the event log did not show any adverse events. The positioning sensor unit (psu) failed an accuracy test (aak) at .310mm with a passing threshold of .250mm. There was an electrical failure mode. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that a fault displayed. Recovery achieved by rebooting. The procedure was completed with the continued use of the navigation system. There was no surgical delay. There was no impact on patient outcome.